Event description:
It was reported that the customer experienced a malfunction on their pump. There was no reported impact on the customer¿s blood glucose level. The customer was to use a backup insulin pump to ensure continuous insulin delivery, and a replacement pump with updated software was sent by technical support. The customer was instructed on various steps, including how to return the malfunctioning pump to tandem, and acknowledged the information provided.